Manufacturer narrative:
(B)(4) . Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/03/2023 that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported that the patient experienced a skin reaction with redness extending beyond the patch perimeter which occurred 6 days after the sensor had been inserted in the arm. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor as the redness started extending down to his lower arm. The patient was prescribed oral cephalexin. The patient was in good condition at the time of report. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available. No additional event or patient information is available.